Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that patient was on palliative morphine drip. The customer wanted to know if the morphine was run under "regular" morphine drip or basic. There was patient involvement, but the outcome is unknown. It was later added that the morphine drip was intended to be 2mg/hr, a volume to be infused of 100ml, and a concentration of 100mg/100ml. Also it was noted that there was a norepinepherine 4mg/250ml infusion running.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an unintentional rate change was not confirmed during the log review. At the time of programming a continuous infusion in the suspect pump module, the guardrails drugs option was used. No device was returned for investigation. The customer provided an event date of 23jan2025 at 7:58 pm. Based on the review of the concomitant pcu s/n (B)(6) event log, on 23jan2025 at the time of 7:56 pm the pump modules were powered on. Using the guardrails drugs option the pump module sn (B)(6) at the time of 7:58 pm was programmed with a rate of 174 ml/hr and the vtbi was set at 80 ml. Once the infusion was completed, another infusion was programmed. The rate of the infusion was changed twice and after 6 min the infusion was paused. At 8:33 pm, using the guardrails drugs option the suspect pump module was programmed with a drug ID 290, a rate of 1 ml/hr and a vtbi of 1 ml. Afterward, the rate and the vtbi were changed to 2 ml/hr and 2 ml. At 9:26 pm, the paused concomitant pump module was programmed in standby for 4hr. At 9:35 pm, the suspect pump module started the kvo, and another infusion was programmed with a different vtbi of 80 ml. The total pvi register was of 2.031 ml. The next day, (B)(6) 2025 at 12:52 am, the suspect pump module was put on standby, and no other infusion was programmed until it was turned off at 2:40 am. The total pvi register was of 8.6 ml. Per bd alaris system user manual (v12.3.1), proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported potential unintended rate change (morphine) was not confirmed during the log review. At the time of programming a continuous infusion in the suspect pump module, the guardrails drugs option was used.

Event description:
It was reported that patient was on palliative morphine drip. The customer wanted to know if the morphine was run under "regular" morphine drip or basic. There was patient involvement, but the outcome is unknown. It was later added that the morphine drip was intended to be 2mg/hr, a volume to be infused of 100ml, and a concentration of 100mg/100ml. Also it was noted that there was a norepinepherine 4mg/250ml infusion running.